Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73c1500361 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier will not open all the way for the clip to fire. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package; lot # 73c1500361 was confirmed with sample received. During visual inspection it was observed that components looked well assembled, no stuck clip in jaws. Functional inspection: applier was fired and one clip was loaded, closed & released, then applier was fired in other forms; with jaws fired down & with jaws fired up, a total 13 remaining clips were loaded, closed & released; device worked properly, no issues were found during the activation. Samples received did not confirm the defect reported by the customer won"t open for clip to fire during visual inspection. A functional inspection was performed with the remaining clips received, the device worked properly; applier was activated in different forms and no quality issues were found. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the applier will not open all the way for the clip to fire. The patient's condition was reported as fine.